Manufacturer narrative:
As of 7/14/2016, no product has returned for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on strip lot 387622a was found to be performing within expectations. If/when the product is returned, an investigation will be performed. The manufacturing records for the lot were reviewed; the lot met release specifications. Although a user issue was identified in the complaint, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Variance was reported between inratio inr results and lab inr results. The results were as follows: on (B)(6) inratio inr=4.2; on (B)(6) inratio inr=6.4 (morning); on (B)(6) lab inr=1.4 (evening); on (B)(6) lab inr=1.4. The reported therapeutic range for this patient was: 2 - 2.8. It was reported that the monitor was not in the correct mode when the finger stick was performed. The patient's coumadin was changed weekly depending on the physician's instructions.

Manufacturer narrative:
A review of the in-house testing history of strip lot 387622a was performed. In-house testing on the strip lot met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. The meter associated with the complaint was returned for investigation. Returned and retain strips were tested on the returned meter. The results met accuracy criteria and the system performed as expected. Additionally, the returned meter met functional and thermistor testing requirements during investigation. The system performed within expectations. The impedance curves associated with the customer's reported results were statistically analyzed and determined to be normal in shape, not exhibiting weak slope or other abnormalities. Although a user issue was identified and the customer was reported to be anemic,a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required. (B)(4).